Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to verify the blood and in order to fix the issue, the fse replaced the crm, safety disk, valve assembly, blood tubing. The fse then performed functional testing and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that before active treatment, the cs300 intra-aortic balloon pump (iabp) had blood inside the unit. There was no patient harm reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had blood inside the unit. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.